Event description:
It is reported that the surgeon assembled the head and liner and found it difficult to insert them into the cup. Different implants were used to finish the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.